Manufacturer narrative:
Additional information was received on january 14, 2016 and was added to the case: - additional products (reinforcement cage left, 50mm, full profile cup 32/50, biolox®-forte head 32/+4 'l' 12/14). - event detail. The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (fitmore hip stem ) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available and investigation result be available, that changes this assessment, an amended medical report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on january 14, 2016: it was reported that the patient was implanted a revitan dist. Curved 14/140 on (B)(6) 2005. It has also been reported: " broken cone on the revitan stem " distal part. The patient was revised on (B)(6) 2015 due to the breakage of the stem.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. All proximal revitan components are compatible with all distal ones. For the other devices, the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. The hip prosthesis was revised after 10 years and 7 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the nonblasted area just some millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture and are associated with the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is in agreement with the surgical report of revision describing that the proximal part could be removed without effort while the distal part was extracted after several osteotomies. There is only one x-ray taken directly before the revision surgery available. However, there is no entire x-ray follow-up at hand that would allow evaluating the bone support situation of the revitan stem and possible changes over time in vivo. The x-ray before revision shows that the proximal part is tipped medially which was probably possible because the bony support was suboptimal in this region. If this bony support was missing either directly from the beginning or developed already a longer time before the fracture, this probably could have been contributed to the fracture. The fracture of the connection pin of the revitan stem cannot be explained on the basis of the retrieval investigation and the information received. Information about the patient's medical history, bmi and level of exercise is not at hand. It remains unknown if these patient factors or further other factors could have had an influence on the sequence of events leading to the fracture. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices or other source of documents for review. One x-.ray was received. The device history records were reviewed and found to be conforming. The actual device reported in report is not marketed in USA, but devices with similar characteristics (fitmore hip stem ) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available and investigation result be available, that changes this assessment, an amended medical report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan dist. Curved 14/140 on (B)(6) 2005. The patient was revised on (B)(6) 2015 due to the breakage of the stem.